Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1022562 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot:1022562, test base part number 190-430 / lot: 1022562. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1022562 showed that the complaint rate is 0.01%. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as the log files were not provided. Initial reporter name and address: (B)(6). MFR report reference: 1221359-2021-01707, 1221359-2021-01708, and 1221359-2021-01709.

Event description:
The customer reported (4) false positive results with the ID now covid-19 assay for (4) patients. This MFR. Report addresses patient (1) of (4). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a sample in viral transport media (bd). Pcr confirmation testing (xpert xpress sars-cov-2 [cephied]) on (B)(6) 2021 generated negative result. The customer reported that this patient was moved to covid-19 ward due to the ID now positive result, as a result it increased the risk for the patient to be contaminated by covid-19. Additionally,the customer stated that as far as they know, the patient was not contaminated. The patient was diagnosed with pyelonephrite and was treated with lantus solostar, novorapid, simsastatine, paracetamol.